Event description:
On (B)(6) 2011, a vns treating physician reported to the manufacturer's consultant that a vns patient had passed away. No further information including date of birth, date of death, reason for death and its relationship to vns was given. The manufacturer has record that the patient died on (B)(6) 2007. Good faith attempts for additional information have been made to the physician and the implanting hospital. However no further information has been received to date. According to the state that the patient died in, since the patient died less than 25 years ago only a family member or a legal representative can obtain a copy of the patient's death certificate. The manufacturer is neither of these identities, therefore will be unable to obtain a copy of the death certificate. If additional information is received, it will be reported.